Event description:
This spontaneous case was rec'd on (B)(6) 2014 from a consumer and concerns a (B)(6) year old female pt. The pt's medical history included previous history of restylane-l injections in her lips, allergic to sulfa (reaction unk). Concomitant medications were not reported. On (B)(6) 2014, the pt started treatment with restylane-l (cross-linked hyaluronic acid dermal filler) with 0.3% lidocaine, injection, deep dermal, for the lips. The batch number used was (B)(4). Expiration date was listed as 09/13. On (B)(6) 2013, immediately after the injection, the pt experienced angioedema. No medications were administered to treat the angioedema. The reporter stated that "it (the angioedema) took about a week" to resolve. No further info was available at the time of this report. The reporter did not provide a causality assessment. This case has been linked to sym-(B)(4), sym-(B)(4). Addendum 1 ((B)(4) 2014, ks): clarification- in section IV: pt info, the field entitled, "route of administration" should state "ni" (not "deep dermal"). No further info was available at the time of this addendum report. For reference purposes only, this case has been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of vacant).

Manufacturer narrative:
Pharmacovigilance comment: on (B)(6) 2014, angioedema assessed as serious and possibly related. On (B)(6) 2014, no change to previous medical assessment.